Event description:
Patient received multiple shocks for what appears to be noise on the rv lead. Farfield channel was displaying sinus and it is reported that there is some noise on the rv during the impedance test. Patients device has had therapy disabled and they are at the ICU with an external defibrillator hooked up. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.